Event description:
It was reported that a spectrum pump failed gravimetric flow rate accuracy " 2x (21. 282ml, 21. 098ml, passing is 19-21ml)". This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'failed gravimetric flow rate accuracy 2x (21.282ml, 21.098ml), was not reproduced due to system error 345 alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined however the pressure plate requires replacement as a precautionary measure. The cause of the system error 345 was determined to be an out of specification downstream thermistor. The downstream force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.